Manufacturer narrative:
(B)(4).the returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that the device was used during an unknown procedure. The trocar was leaking pneumo. Unknown how the case was completed. There was no adverse consequence to the patient.